Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the interconnect flex was formed improperly and was pinched. Analysis also found the battery was damaged, the battery read short when the sides of the battery were squeezed. Lower case was broken. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.